Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The results of the investigation are inconclusive since the device was not returned for analysis.

Event description:
It was reported that the patient was admitted into hospital for infection. It was noted that the system was explanted due to infection. The patient was being monitored in hospital and recovering following the procedure.